Event description:
Reporter alleged the inform system third contact from the left is blackened. No actions were reportedly taken and no treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.